Event description:
Surgeon was performing novasure ablation when the instrument machine box had the vacuum light come on. Equipment unable to work. Machine turned off and recalibrated without a change. Instrument reinserted into machine without change. Surgeon requested new instrument. Company representative notified via phone. Surgeon and or staff performed tasks as instructed by the company representative. Second instrument functioned properly then failed. Third instrument passed to sterile field at surgeon's request. Instrument inserted in patient. Surgeon stated he perforated uterus. Hysteroscopy confirmed doctor's suspicion. Procedure aborted. Initial instrument is referenced in this report.